Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (prolene mesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Citation: hungarian journal of surgery. 2014; 67(3): 129¿134 doi: 10.1556/maseb.67.2014.3.8 please see referenced article attached.

Event description:
It was reported in a journal article title: laparoscopic inguinal hernia repairs with totally extraperitoneal technique modified by stolzenburg ¿ our experience with totally extraperitoneal technique of laparoscopic inguinal hernia repaires1 modified by stolzenburg two current types of laparoscopic inguinal hernia repair are known: the transabdominal preperitoneal (tapp) and the totally extraperitoneal (tep) method. In the department between 2011 and 2013, a total of 50 tep surgeries were performed in male patients (age range: 30 to 50 years old) having uni- or bilateral, replaceable inguinal hernia causing complaints. During the surgical procedure, the prolene mesh (ethicon) was cut slightly asymmetrically till the midline, an extension (flap) was sutured to one of the resulting shafts ¿ usually to the one covering the medial hernial orifice ¿ using the material of the mesh. The side of the rolled up mesh covering the medial and lateral orifices were marked, then the mesh was inserted via the optic port below the funiculus, and was expanded over the rectus muscle and the posterior wall of the internal abdominal oblique muscle, the mesh was positioned using devices. Reported complications included recurrent hernia (n-2) which required conversion to lichtenstein procedure, opening the peritoneum containing fibrous tissues in a long segment (n-1), which required conversion to tapp surgery, dysuria (n-2), injury of the epigastric artery (n-1) which was treated with a clip, and hematoma and seroma (n-5). Comparing the two types of lh (tep vs. Tapp), results showed that both interventions are equally reliable regarding functional results if performed by an experienced surgeon. It was concluded that the method can be used safely with good functional results after the learning period. The method of fixing the mesh decreases the risk of complications and makes the intervention more cost beneficial.